Event description:
Procedure type: lobectomy. According to the reporter:there was a surgical stapler failure on the pulmonary veins following a left lower lobectomy. The patient underwent a reoperation as there was a huge bleeding. A blood transfusion was required.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Supplemental MDR# 01 sent to FDA on 03/16/2015.